Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the sleeve was damaged. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.